Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "my husband had open heart surgery with mitral valve replacement using the on-x-prosthetic heart valve on (B)(6) of this year. Things have gone down hill ever since. We have been told he now has a leaky valve due to complications and will probably need another open heart surgery in the near future. He is in bad shape. Could you please share with me any other instances of this happening. I am trying so hard to understand how this could be. Thank you for any help you can give me." Additional information from medical records as follows: patient presents for routine chf f/u appt, with a pmh significant for hfpef, cad s/p pci (2009), 3 v CABG (B)(6) 2017 wutg laa ligation and maze procedure by dr. Still (B)(6) 2017, severe tr, severe mr s/p mechanical mvr and paf (4 ablations), bradycardia/high grade av block s/p medtronic ppm ((B)(6) 2017), ckd-follows dr. (B)(6), and osa-compliant with CPAP. Patient was recently admitted to bmc-d (B)(6) 2017 for chf exacerbation and his torsemide dose was increased from 20 mg tab to 40 mg tab at discharge. Tee (B)(6) 2017 showed ef 60-65%, +thrombus to left atrium, moderate mr with a mechanical valve in mitral position with peak/mean pressures gradient of 14.01 mmhg and 6.25 mmhg. Moderate to severe pvr noted. +left pleural effusion, negative for ic shunt.

Manufacturer narrative:
The manufacturing records for the onxm-31/33 (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Onxm-31/33 (B)(4) reported as implanted (B)(6) 2017 in the mitral position of a (B)(6) male patient. Extensive medical records from (B)(6) 2017 to (B)(6) 2017 were made available. The patient has many medical issues including chronic kidney disease, diabetes mellitus, paroxysmal atrial fibrillation, hypertension, hyperlipidemia, coronary artery disease (with 4 stents placed). The patient had a pacer implanted in (B)(6) 2017 for sick sinus syndrome. Complaining of shortness of breath, echocardiogram of (B)(6) 2017 suggested mitral valve abnormality due to high gradients. Amiodarone was stopped on (B)(6) 2017 due to concerns of toxicity. Fluoroscopy on (B)(6) 2017 showed normally functioning prosthetic valve. Concern for congestive heart failure (chf) led to transesophageal echocardiogram on (B)(6) 2017 which showed moderate to severe paravalvular leak (pvl) and a thrombus in the left atrium (patient had left atrial appendage ligation during mvr surgery) .consult of (B)(6) 2017 for chf recommended another consult for (B)(6) 2018 to consider a mitral plug if medical therapy fails. We did not receive any information about this proposed consult. Consequently, we are left with a probable paravalvular leak that has not yet been resolved. The reason for the pvl is unknown although a discussion of infection has not appeared in the dialog. Pvl is an uncommon but recognized risk of mitral valve replacement surgery. It is listed as a potential complication in the on-x valve instructions for use (IFU). Objective performance criteria report a historical rate for rigid prosthetic heart valves for all pvl of 1.2%/patient-year and major pvl of 0.6%/patient-year [iso 5840:2005]. In clinical trials, late (>30 days) occurrences of 1 major and 2 minor pvls were observed in a study of 142 mitral on-x patients [mcnicholas 2006].another study of 117 mitral on-x patients reported 5 late pvls, of which 2 were major [palatianos 2007]. Post production residual risk is communicated in the product¿s labeling and IFU. Review of the medical records indicates perivalvular leak, however the cause is not known due to lack of information given. This failure mode is identified in the on-x heart valve design fmea as "perivalvular leak" with several potential causes identified. See the following excerpts. 5k - function - biological ¿potential failure mode ¿ perivalvular leak - potential effects of failure ¿ potential for reoperation ¿ potential cause(s) of failure ¿ improper suture by surgeon, endocarditis, ventricular rupture/dysfunction, arrhythmia, deterioration of anchoring tissue/patch ¿ current controls ¿ IFU provide detailed instructions for proper implantation and patient follow-up. Root cause for this event is probable paravalvular leak around the mitral on-x valve. No further action is required at this time

Event description:
According to initial reports, "my husband had open heart surgery with mitral valve replacement using the on-x-prosthetic heart valve on (B)(6) of this year. Things have gone down hill ever since. We have been told he now has a leaky valve due to complications and will probably need another open heart surgery in the near future. He is in bad shape. Could you please share with me any other instances of this happening. I am trying so hard to understand how this could be. Thank you for any help you can give me." Additional information from medical records as follows: patient presents for routine chf f/u appt, with a pmh significant for hfpef, cad s/p pci (2009), 3 v CABG (B)(6) 2017 wutg. Laa ligation and maze procedure by dr. (B)(6), (B)(6) 2017, severe tr, severe mr s/p mechanical mvr and paf (4 ablations), bradycardia/high grade av block s/p medtronic ppm ((B)(6) 2017), ckd-follows dr. (B)(6), and osa-compliant with CPAP. Patient was recently admitted to (B)(6), (B)(6) 2017 for chf exacerbation and his torsemide dose was increased from 20. Mg tab to 40 mg tab at discharge. Tee (B)(6) 2017 showed ef 60-65%, +thrombus to left atrium, moderate mr with a mechanical valve in mitral position with peak/mean pressures gradient of 14.01 mmhg and 6.25 mmhg. Moderate to severe pvr noted. +left pleural effusion, negative for ic shunt.